Event description:
Patient undergoing cardiac catheterization. Md attempted to reposition wire, felt resistance. Wire fractured and portion of wire remained in artery. Surgical retrieval of foreign body required.